Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 140 mg/dl. Customer would not provide specific details and declined troubleshooting from tandem technical support. Although requested, no additional information was provided. Reportedly, customer cleared alarms and resumed insulin delivery.